Manufacturer narrative:
Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located at the coronary artery. A 12mmx3.50mm nc quantum apex¿ balloon catheter was advanced to post dilate the lesion. However, at 8 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.